Event description:
It was reported that the patient developed a pocket infection. The entire pacing system which includes right atrial (ra), right ventricular (rv), and left ventricular (lv) leads was removed successfully. The patient¿s condition was stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Patient code: 1930. Device code: 1524. Reference reports mw5175751, mw5175752.